Event description:
On (B)(6) an amazon customer commented that the product was inaccurate: customer got a false negative with this test, and the customer walked around for two days likely spreading coronavirus. When the user retested with binax two days later, it showed a very strong positive. The reporter should have been detected for covid-19 because the user had significant symptoms in the first test. He/she thought that this test actually created a dangerous situation. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.